Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the needle didn't retract at first, upon inspection, customer found extra piece of plastic that looked like another push button had fallen off the device on the bed before retracting on two (2) devices. No patient impact reported.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 30 (thirty) retention samples from bd inventory were evaluated by retraction lockout testing and no issues were observed relating to does not retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of does not retract based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the needle didn't retract at first, upon inspection, customer found extra piece of plastic that looked like another push button had fallen off the device on the bed before retracting on two (2) devices. No patient impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.